Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device operates differently than expected was unable to be confirmed as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported device operates differently than expected and patient effects; however, the surgical procedure appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 5fr sheath. Reportedly, the device was flushed prior to the procedure. During the procedure, the proglide was placed; however, blood flow continued. The device was adjusted and blood flow stopped; however, a hematoma developed. The device was removed, a hole in the artery was noticed, the physician did not feel it was related to the proglide device. The evar procedure was completed. A cut-down was performed and the artery was sutured closed. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.